Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral artery treatment procedure a balloon rupture occurred. Vascular access was obtained via the common femoral artery. The 90% de novo lesion being treated was located in a de novo severely calcified, moderately tortuous right iliac artery. The 7.0x20/135 sterling balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated once to 6 atm, and then ruptured. The device was removed intact. The procedure was completed with another of the same device. There were no reported complications and the patient status is good.